Manufacturer narrative:
The insulin pump had unresponsive act button due to unlocked lcd keypad connector. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was damage at the reservoir compartment. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.